Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product and capsular contracture, baker grade iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: white calcification-like observed inside the device. Crease fold observed on the device. Observed a broken assessed as surgical damage. Observed missing shell assessed as an inclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patients concerns with the product. Device is explanted. Later, healthcare professional reported capsular contracture baker grade iii.